Event description:
It was reported that there was an unknown error code during the lap gastric bypass case. It was determined that the acoustic mount was loose. The case was completed with another handpiece.